Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-06828. During an in-clinic follow up, infection was noted at the patient's pocket site. Moreover, episodes of right ventricular (rv) undersensing were noted on the device. The physician suspects that the cause of the undersensing could be due to the placement of the rv lead or from the infection. The patient was treated with medication for the infection; and rv lead revision was recommended to resolve the event. The patient was stable.

Event description:
Additional information received from technical support indicating that the undersensing could not be confirmed.

Event description:
Additional information received that localized redness was observed at the pocket site which indicated infection.